Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 500 mg/dl. During troubleshooting, customer was assisted in performing two 5.0 unit fixed prime and insulin did exit both times. Customer was advised that no delivery may have been due to site blockage. Customer was advised that supplies would be replaced.